Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a a2fn procedure on (B)(6) 2013, it was noted that the device labeled end cap (04.004.000s) was an expert tibial nail. The label for the end cap was incorrect. The device was implanted in the patient and remains implanted. Reportedly the patient was not impacted and there was no delay in the surgery. Another device was available for use. It was reported the event did not require additional medical treatment. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.